Manufacturer narrative:
Fujifilm confirmed a small fragment of plastic that had fallen into the patient's body and was recovered. This small fragment was considered to be a piece of a transparent wrapping bag and not a component of the endoscope. It is possible that a piece of some kind of wrapping bag was introduced into the scope channel before or during the procedure, but the cause could not identified.

Event description:
On april 5th, 2024, fujifilm corporation was informed of an event involving eg-760r. It was reported that a small fragment of plastic fell out into the patient from the inner channel of the scope when snare was utilized. Plastic was retrieved and isolated. The procedure was completed successfully. No harm or injury to the patient was reported.